Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx closure device was implanted. At a routine one-year post-implant appointment, a thrombus was identified on the closure device via transesophageal echocardiogram (tee). The patient was placed back on coumadin.